Event description:
It was reported the physician discovered a short in the cable of the foot control post-operative. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain additional information from the distributor, including the information is requested in this form, were unsuccessful.